Event description:
Boston scientific received information, that during a routine follow-up, high out of range pacing impedance measurements and threshold measurements were displayed on the left ventricular (lv) channel. An x-ray was performed, which revealed a fracture in the outer ring coil of the lv lead. The decision was made to explant this lv lead during the replacement of the associated pg due to normal battery depletion. This lv lead was surgically abandoned, and a new lv lead was implanted. All measurements were normal and within range. There were no adverse patient effects reported.

Manufacturer narrative:
This lv lead will not be returned to boston scientific. At this time there is no additional information. Should additional information become available this report will be updated.